Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('bowel perforation / perforation: other') and uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". Medical conditions: essure confirmation test performed: unknown. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("very painful periods/dysmenorrhoea (cramping)"). In 2012, the patient experienced migraine ("migraine"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen.abnorm.bleed"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), the first episode of gastrointestinal disorder ("gi conditions"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal infection ("vaginal infect."), vaginal discharge ("vaginal discharge"), the second episode of gastrointestinal disorder ("gi conditions"), nausea ("nausea") and nervous system disorder ("nuero condit/prob"). Essure treatment was not changed. At the time of the report, the intestinal perforation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, headache, dysmenorrhoea, dyspareunia, back pain, dermatitis allergic, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, the last episode of gastrointestinal disorder, alopecia, migraine, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intestinal perforation, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, the first episode of gastrointestinal disorder and the second episode of gastrointestinal disorder to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as ??-???-2012 now it is reported (B)(6) 2011 plaintiff performed additional surgeries: tubal ligation, date of additional surgeries: (B)(6) 2012 plaintiff received treatment for urinary probs, uti, vaginal infect, vaginal discharge lot number: 869748 manufacture date: 2011-05 expiration date: 2014-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('bowel perforation / perforation: other'), uterine perforation ('perforation: uterus') and genital haemorrhage ('gen.abnorm.bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test performed: unknown. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), the first episode of gastrointestinal disorder ("gi conditions"), headache ("headaches"), dysmenorrhoea ("very painful periods/dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal infection ("vaginal infect."), vaginal discharge ("vaginal discharge"), the second episode of gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea") and nervous system disorder ("nuero condit/prob"). Essure treatment was not changed. At the time of the report, the intestinal perforation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, headache, dysmenorrhoea, dyspareunia, back pain, dermatitis allergic, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, the last episode of gastrointestinal disorder, alopecia, migraine, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intestinal perforation, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, the first episode of gastrointestinal disorder and the second episode of gastrointestinal disorder to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2011. Plaintiff performed additional surgeries: tubal ligation, date of additional surgeries: (B)(6) 2012. Plaintiff received treatment for urinary probs, uti, vaginal infect, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received. New events dyspareunia, back pain, gen.abnorm.bleed, allergy: rash/skin condition, psych injury, perforation: uterus, urinary probs, uti, vaginal infect, vaginal discharge, gi conditions, hair loss, migraine, nausea, nuero condit/prob was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('bowel perforation / perforation: other') and uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". Medical conditions: essure confirmation test performed: unknown. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("very painful periods/dysmenorrhoea (cramping)"). In 2012, the patient experienced migraine ("migraine"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen.abnorm.bleed"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), the first episode of gastrointestinal disorder ("gi conditions"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal infection ("vaginal infect."), vaginal discharge ("vaginal discharge"), the second episode of gastrointestinal disorder ("gi conditions"), nausea ("nausea") and nervous system disorder ("nuero condit/prob"). Essure treatment was not changed. At the time of the report, the intestinal perforation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, headache, dysmenorrhoea, dyspareunia, back pain, dermatitis allergic, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, the last episode of gastrointestinal disorder, alopecia, migraine, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intestinal perforation, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, the first episode of gastrointestinal disorder and the second episode of gastrointestinal disorder to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as ??-???-2012 now it is reported (B)(6) 2011. Plaintiff performed additional surgeries: tubal ligation, date of additional surgeries: (B)(6) 2012. Plaintiff received treatment for urinary probs, uti, vaginal infect, vaginal discharge. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received : event "plaintiff did not undergo an essure confirmation test.", reporter, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('bowel perforation / perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test performed: unknown. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and dysmenorrhoea ("very painful periods"). At the time of the report, the intestinal perforation, pelvic pain, abdominal pain, menorrhagia, gastrointestinal disorder, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, gastrointestinal disorder, headache, intestinal perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2011 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events abdominal pain, menorrhagia, gi conditions, headaches, bowel perforation were added. Reporter¿s information, patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.